Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the system did not boot up successfully. During troubleshooting, fse found that the hard disk is not getting detected intermittently. Fse replaced hard disk and reloaded the system gost backup. After replacement the system was returned to use in good working order.the codes were updated based on the investigation outcome.